Event description:
The hospital reported that vasoview hemopro 2 c ring would not return into cannula. A new device was used to complete the procedure. There was no patient harm. There was no delay.

Manufacturer narrative:
Tw: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Tw#: (B)(4). The device was returned to the factory for evaluation on 04/01/2025. An investigation was conducted on 04/03/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact jaws and heater wire. The shaft of the device closest to the harvesting device handle was observed to be bent and the shaft was observed to be bent and broken, exposing the inner contents of the shaft. No other visual defects were observed on the harvesting device. The cannula handle was observed to be intact. The c-ring was observed to be intact; however, the c-ring was observed to be bent slightly. The blue toggle was manipulated to retract and extend the c-ring, the c-ring was able to be extended. When retracting the c-ring, the c-ring would not retract completely inside the cannula. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem" was confirmed as well as the analyzed failures "material twisted/ bent shaft" and "break- shaft" were observed. Engineering evaluation assessment: a visual evaluation was performed on may 22, 2025. There was evidence of heavy clinical use and visible blood. The toggle was manipulated to retract and extend the c-ring, the c-ring was able to be extended. When retracting the c-ring, the c-ring would not retract completely inside the cannula. It was observed that the c-ring wire was bent causing the c-ring to skew to one side. Next, the cannula handle was inspected under magnification. It was observed that the cannula handle had a fracture near the opening for the slider. Lastly, the tool was inspected under magnification as well. It was observed that the flex shaft had bent at the location where it meets the handle. Additionally, the flex shaft was observed to be split in two thus exposing the yoke and wiring within the flex shaft. Conclusion the manufacturing engineering evaluation conducted on may 22, 2025, determined the potential root cause of the reported failure ¿mechanical problem, c-ring¿, as well as the analyzed failures ¿material twisted/bent shaft¿ and ¿break-shaft¿, was most likely a result of user error during the course of the procedure. A significant amount of external forces would have had to been applied to the tool and cannula subassemblies in order to bend the c-ring wire, fracture the cannula handle, and bend/fracture the flex shaft. The lot#: 3000456895 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.